Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0k9h8, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient had bilateral leg swelling. There were no falls or trauma related to this issue. This was not related to positional movement. The health care provider was going to have the patient turn the device off and follow up in one week. It was also noted that some nights she slept through it and some nights she was up but overall therapy was good. Therapy was at 2.5v. Additional information received on (B)(6) 2015 from the healthcare provider noted that the patient was referred to pcp (primary care provider). Per the pcp the patient was recommended to consider a diuretic. The cause of the bilateral leg swelling was not determined. The patient thought it could be from interstim. This reporter discussed with the patient this is very unlikely to be the cause of the swelling. It was later reported on (B)(6) 2016 that the patient has been prescribed lasix for water retention in the past and it has helped. The patient has reportedly stopped the lasix and legs edema has suddenly returned. The interstim doctor did not think that the interstim has anything to do with the issue but wanted to check if this has been reported prior. It was further reported on (B)(6) 2016 that representative met with the patient on a day prior to this call to check the patient's implant and she discovered 0<(>&<)>3 electrodes had impedance of less than 50, which indicated a short. The representative reprogrammed patient to 1- and 3+, patient was feeling stimulation as intended. Reporter wanted to know if the edema in patient's leg was related to interstim, redirected to health care provider (hcp) to discuss. Hcp did not think it was related, but patient has been having edema since after implant. Therapy was turned off for a while and patient still had edema. Hcp prescribed lasix to patient, and that reduced the edema, but once patient stopped using the medication, edema started again. The representative was not sure if patient would respond to programming since patient was only programmed yesterday. It was also mentioned that patient had increased micturation. The indications for use for this patient were gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A follow-up report will be sent if additional information becomes available.